Manufacturer narrative:
Postal code: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, and anxiety - product/procedure.

Event description:
Healthcare professional reported, unknown side rupture, bleeding silicone into body, and on-going potential to cause lymphoma cancer. Additionally, breast implant illness was reported, which has been assessed as not device related. The device status is unknown.

Event description:
Healthcare professional reported, unknown side rupture, bleeding silicone into body, and on-going potential to cause lymphoma cancer. Additionally, breast implant illness was reported, which has been assessed as not device related. The device status is unknown.